Manufacturer narrative:
Additional information: patient age and date of birth, patient weight, and ethnicity and race: unknown/asked but unavailable. The device was not returned for analysis. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after opening product package the pre-loaded dib00 intraocular lens (iol) was deformed; there was no patient contact. Through follow-up, additional information was received confirming the same procedure was completed successfully using dib00 21.0 back-up lens. Patient outcome was reported as no issues reported. No further information is available.